Manufacturer narrative:
This report is being submitted under alternative summary reporting exemption e2015054. This summary report is part of the 227 pilot program. (B)(4) complaints were received during this report period. All (B)(4) reported devices are labeled for single use. None of the devices were reprocessed and reused. No remedial action was taken.

Event description:
This report summarizes (B)(4) malfunction events which are associated with undesired damage or breakage of those materials used in device construction. These reports were received from various sources. No patient information was confirmed.